Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from her adc freestyle libre sensor than readings received on a competitor brand meter. On (B)(6) 2019, a sensor scan of 80 mg/dl was received, and the customer experienced a symptom of ¿feeling thirsty¿. Based on the reading, customer self-treated with ¿sugar and glass of coke¿. After self-treatment, customer performed a capillary test and received a reading of 580 mg/dl and self-presented at the hospital where a reading of 490 mg/dl was obtained on the hcp meter compared to sensor scan of 70 mg/dl. The customer was diagnosed with hyperglycemia and advised to inject 2 units of rapid insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from her adc freestyle libre sensor than readings received on a competitor brand meter. On (B)(6) 2019, a sensor scan of 80 mg/dl was received, and the customer experienced a symptom of ¿feeling thirsty¿. Based on the reading, customer self-treated with ¿sugar and glass of (B)(6)¿. After self-treatment, customer performed a capillary test and received a reading of 580 mg/dl and self-presented at the hospital where a reading of 490 mg/dl was obtained on the hcp meter compared to sensor scan of 70 mg/dl. The customer was diagnosed with hyperglycemia and advised to inject 2 units of rapid insulin. There was no report of death or permanent injury associated with this event.